Event description:
It was reported, the camera head was loose equating to a blurry image. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation of "loose camera head" was confirmed, however, the customer's allegation of "blurry picture" was not confirmed. The device evaluation found a failed leak test due to a puncture on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.